Event description:
It was reported there was an unexpected drop in the device battery voltage. The device battery premature depleted and the device indicated elective replacement [eri]. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed battery depletion (eri) was indicated on (B)(4)-2010. A patient alert for low battery voltage occurred on (B)(4)-2010 and the weekly log battery voltage trend data shows min bat=2.64 to 2.61 volts between (B)(4)-2010 and (B)(4)-2011.